Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# unknown, product type: recharger. (B)(4).

Event description:
It was reported that a patient was having their stimulator repositioned from the buttock to the abdomen. It was noted that it was too much of a burden for the patient to control the stimulator in the buttock. It was further noted that charging was ¿even worse.¿ it was stated that the patient was having the device replaced with a nonrechargeable. It was stated that other than that the stimulator was working fine and the patient was getting good pain relief, greater than 50%. It was stated that the pocket revision had been scheduled for (B)(6). It was further reported that when the patient had her rechargeable replaced with a nonrechargeable battery, the same programs were used and impedances were all good. It was stated that stimulation was fine and the patient was ¿thrilled she didn¿t have to charge anymore.¿